Event description:
Star total ankle replacement was removed dur to pain and possible infection. An antibiotic spacer was placed, and components will be replaced at a later date.

Manufacturer narrative:
Add'l removed components: star total ankle replacement, sliding core mobile bearing, model #: 99-0028/11, lot #: 0946072, expiration date: 12/01/2014, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 12/2009; start total ankle replacement, talar component, model #: 400-252, lot #: 091204/2311, expiration date: 05/01/2015, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 05/2010. There were no deviations reported in the dhrs for all the parts. Visual examination confirmed wear on the sliding core mobile bearing consistent with that which occurs when there is medial impingement. The tibial and talar components showed marks consistent with removal.